Event description:
User stated the valve body is cracked on this e2010 rack analyzer, and is leaking water. User said the water leak was contained on the cart and had not leaked onto the floor. No operators were harmed and no pts were affected. The technical support specialist ordered a replacement valve body, which the customer received and replaced. Leak resolved by valve body replacement.